Manufacturer narrative:
Device received with a critical pump error (open book error) and a pump error 35 found in the formatted history file. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails has rubbed off and become illegible, and the thin black strip located above the lcd display is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump alarmed the pump error after one hour the insulin pump was turned off. Customer stated that here were a big crack on the battery compartment. Customer stated that e insulin pump was not dropped. The device will not return for the analysis.